Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received the no delivery alarm on the insulin pump when attempting to bolus. The customer's blood glucose was 275 mg/dl. Troubleshooting was done. Assisted customer in performing a 5 unit fixed prime, and the customer stated that insulin did not exit. Advised customer to remove the reservoir from the insulin pump, disconnect, then reconnect the reservoir and push insulin slowly through the tubing. The customer reported that insulin exited the tubing. Advised customer to rewind the insulin pump. The customer reported that insulin exited with a manual prime as well. Advised that the insulin pump was working as designed. Explained that the alarm was caused by an occlusion related to the reservoir or infusion set. Nothing further reported.